Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high and low blood glucose levels. Customer¿s blood glucose level went as low as 50 mg/dl and as high as 491 mg/dl. Customer treated their high blood glucose levels via manual injection and they treated their low blood glucose via carb intake. Customer advised the insulin pump did not have any air bubbles and the device worked properly. Customer advised the auto mode feature was active and automatically delivering insulin during the serious injury event. The insulin pump will not be returned for analysis.